Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Diaphragm & seat sub-assembly was replaced to resolve the issue. No report of patient involvement.

Event description:
The hospital reported an error that could result in a loss of mechanical ventilation. There was no report of patient involvement.